Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hemicolectomy procedure, the staples did not close. Procedure was completed with a same like device. No patient consequences were reported.